Manufacturer narrative:
Investigation on going. Additional information and results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with product microspeed uni. According to the complaint description, it was reported that the equipment could not work normally during the preparation before surgery additional information was not provided nor available / was not available. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Visual investgation: the device was not returned. Therefore a investigation of the device itself is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for the available lot number and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. Conclusion and measures: based on the provided information and without a product for investigation, a clear conclusion can not be drawn. Based on the investigations and results of the 8d report no CAPA is necessary.